Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and immediately emitted a cs 069 call service alarm. The alarm did not clear after the pump was rebooted. The black box data recorded the cs 069 call service alarm as a cs 087 failure, which is caused by a failed u39 component on the printed circuit board. The loss of prime complaint could not be adequately investigated due to the unrelated component failure. Unrelated to the complaint, the battery compartment was observed to be cracked.